Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter is breaking down at the exit site and turning opaque. The catheter was inserted in 2012, and in (B)(6) 2015, they noticed the opaqueness and recently they started noticing the bubbling. It was stated that the catheter is still in use, and they expect that it will need to be removed shortly but this will be a medical decision. It was reported that the standard maintenance procedures include the patient showers are allowed, so dressings can be changed on average from daily to every other day. There is no direction provided to patients regarding the type of body cleaner or shampoo/conditioner and to use gentle antibacterial soap (looking into possible options for non-antibacterial). Patients can also clean the exit site with vitamin c flush following the shower with saline-based solution. Other options include applying on 3 antibiotic creams. A dressing should be applied once skin is dry and a 2x2 gauze dressing may be used over the top of cream, then the dressing is applied. There is no skin preparation or alcohol use to prepare skin for dressing adhesive.